Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure inside the patient, the loop wire on the peg broke. The nurse used a pair of clamps to retrieve the wire. The procedure was completed with a new endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) - retrieval of broken wire. (B)(4) the reported event of loop wire broke. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure inside the patient, the loop wire on the peg broke. The nurse used a pair of clamps to retrieve the wire. The procedure was completed with a new endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device revealed the c-flex tubing was cut at approximately 6 centimeters from the proximal end. The wire loop was frayed and broken at the proximal end. The wire ends were twisted. Wire appears to have failed while undergoing tensile load. The tapered tip has numerous scrape marks and tip is bent from being pulled by another device. The returned unit was consistent with the complaint incident that the device pullwire tip broke. It is possible there was resistance at the stoma site when the device was placed. Because the wire failed in tension during the peg placement, the most probable root cause is operational context. A review of the device history record was performed for lot 13804368 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13804368.